Event description:
During a thyroidectomy, the nerve integrity monitor's (nim) return electrodes kept moving from a functioning to nonfunctioning status. Laterality of the return electrodes also kept showing this variance. Electrodes were checked and in good placement (subcutaneous tissue of chest). A second machine was brought to the room and used and the same errors replicated on this machine. Surgeon unable to use stim for nerve check.